Event description:
It was reported that bd insyte autog bc catheter is defective. The following information was provided by the initial reporter: please see attached photos of some defective ivs we have found within the last month. These were all straight out of the package and found to be unacceptable for patient use. I work in day surgery; my unit starts many ivs on many types of patients. We have noticed that we have an increase in blown and unsuccessful IV attempts. After looking carefully at the distal ends of the catheters, we are seeing extra plastic at the ends, pieces of the hub that are attached to the catheter, bent catheters, etc. This is a potentially hazardous patient safety problem. Our nurses and medic have also complained that the instaflash technology is not functioning as well as the exact same catheters we have used in the past.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Investigation results: our quality engineer inspected photographs submitted for evaluation. Bd received 7 photos of a 20ga x 1.00in. Insyte autoguard bc unit for the investigation. The photograph under image 1-4 displays a pink matter on the catheter. This matter is not foreign but appears to be a broken tab from the adapter. Your reported issue was confirmed and determined to be manufacturing related. In manufacturing, during seating of the barrel, improper machine setup may cause damage to the adapter tab. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Image 6 displays what appears to be catheter damage. It appears to have a bump or a cut near the catheter tip. Only the catheter is provided so it is unclear if this damage was caused by the needle or something else. Without the physical samples, a definitive root cause cannot be determined. No provided photos display any indication of flashback issues therefore we were unable to confirm your report for this. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.